Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 20th february 2023 getinge became aware of an issue with one of surgical lights - lucea 50. As it was stated, upon the device inspection one out of the six fixation screws holding the device main tube was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 50. As it was stated, upon the device inspection one out of the six fixation screws holding the device main tube was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during inspection by getinge. A root cause analysis was conducted by the subject matter expert. According to the analysis there are two probable scenarios. In case of loosening, the probable causes of loosening corresponds to an improper initial tightening during the installation or maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of the first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened, replace them. It is also stated to replace the 6 fixing screws every 6 years. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of d4 catalog # field deems required. This is based on the internal evaluation. Previous d4 catalog #: ardlca209012a. Corrected d4 catalog #: ard568604998.

Event description:
Manufacturer's reference number (B)(4).